Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was 486mg/dl. Troubleshooting was performed. It was stated that the insulin pump had several error alarms. Advised the caller that the alarms are due to the insulin pumps being stored without a battery for an extended period of time. It was stated that the settings were still in the insulin pump, and it was not sure if the temporary basal was programmed before the alarms. During the call was found that the customer went into diabetes ketoacidosis due to the insulin pump battery dying in the middle of the night. Further testing could not be performed as the device will not upload and the alarm history does not show any other alarm. Instructed the caller that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.